Event description:
It was reported that a user of the ilet experienced prolonged hyperglycemia, with device alarms for high glucose and low insulin, and fingerstick values exceeding 400 mg/dl despite the pump dosing insulin. The user replaced the steel infusion set and related supplies multiple times, after which glucose trended downward to 329 mg/dl. Investigation included guided troubleshooting. Further investigation of this case revealed no confirmed device malfunction and suggested a probable infusion site or supply-related delivery issue. No clinical symptoms associated with hyperglycemia. Outcomes included self-management at home without hospitalization. It was concluded that hyperglycemia occurred with cause unclear, with resolution after supply changes and continued monitoring. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.